Manufacturer narrative:
"No code available" is being used to represent surgical intervention. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. At the beginning of the procedure it was observed that the patient had a pericardial effusion. The procedure was continued, and the effusion became larger. Pericardiocentesis was performed to drain 600 cc of fluid from the pericardial space; however, the bleeding did not stop, and the patient was transferred to the operating room for surgical repair. The patient was reported in stable condition. It is unknown if extended hospitalization was required as a result of the adverse event. Physician causality opinion was not provided. No biosense webster product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information available, this event is being conservatively reported under the bwi ablation catheter since it was reported that after the effusion was observed, the procedure was continued and the effusion became larger; therefore, it is being assumed that radiofrequency was delivered from the ablation catheter. If so, the ablation cannot be excluded as a potential cause of the event. Since the event is life threatening and required surgical intervention and extended hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 10/1/2020, the product investigation was completed. It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. At the beginning of the procedure it was observed that the patient had a pericardial effusion. The procedure was continued, and the effusion became larger. Pericardiocentesis was performed to drain 600 cc of fluid from the pericardial space; however, the bleeding did not stop, and the patient was transferred to the operating room for surgical repair. The patient was reported in stable condition. It is unknown if extended hospitalization was required as a result of the adverse event. Physician causality opinion was not provided. No biosense webster product malfunctions were reported. Device evaluation details: the device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).